Manufacturer narrative:
Follow-up #1: date of submission 09/10/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the ezprime steps were successfully performed on the pump with no alarms occurring. The pump was exercised for 24 hours on a 1 unit/hour basal rate with no errors, alarms or warnings. The pump case was removed and no intermittent conditions or moisture was found inside the pump. The reported complaint was unable to be duplicated during investigation. Unrelated to the complaint, the text on the display was found to be dim, faded, and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas stating ever since the patient came out of pool, the pump has been beeping and vibrating with no alarm messages on the screen. It was noted in order to stop the pump from continuing to beep and vibrate; they had to stop insulin delivery to remove the battery. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.